Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that his pump was making some weird noises when he was sleeping. It was a high frequency squeaking. The customer also reported that this morning blood glucose was 53mg/dl. The customer also reported that there were large size air bubbles in reservoir. Air bubbles were successfully removed. Patient's current blood glucose was 207 mg/dl. Patient has treated low blood glucose with food. Patient has been experiencing low blood glucose for this morning. The customer was advised to monitor the pump. The insulin pump and reservoir will not be returned for analysis.